Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On approximately (B)(6) 2024, the patient was not feeling well, however, no specific physical symptoms were reported. The patient¿s cgm was reading 330 mg/dl, and the bg meter was reading 501 mg/dl. The patient was wearing an omnipod insulin pump. The patient went to the emergency room. At the ER, the patient¿s bg meter reading was also 501 mg/dl. The patient still had insulin on board working from his omnipod insulin pump, therefore, the patient was only treated with IV fluids. The patient was discharged home after approximately 4-6 hours. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.